Event description:
It was reported that this implantable lead was an attempted implant due to noisy signals, which persisted even after pacing system analyzer (psa) connections were checked. Physician alleges it can be due to air caught in the helix. A new lead was successfully implanted and there was no noise on the psa. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of noisy signals.

Event description:
It was reported that this implantable lead was an attempted implant due to noisy signals, which persisted even after pacing system analyzer (psa) connections were checked. Physician alleges it can be due to air caught in the helix. A new lead was successfully implanted and there was no noise on the psa. No additional adverse patient effects were reported.